Event description:
It was reported that the inflatable penile prosthesis (ipp) device had a "sticky pump." The "ipp fails to inflate consistently despite multiple attempts." Additional information received states that no surgery has been done at this time. The patient was complaining of device issues. "The valve fails to open correctly on 1st pump and the pump does not refill properly." The "pump was explored while patient was under general anesthetic" but the skin was not opened at this time. There were no medical complications. The device issues began soon after the patient started cycling his device in early (B)(6) 2020. A revision may be done in the future if the issue does no resolve.